Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Add'l info will be submitted within 30 days of receipt.

Event description:
As reported by an affiliate, the hub of a 3.5 x 23mm cypher select + was cracked. The device had been pulled from the packaging by the hub, and no anomalies were noted at that time. There had been no difficulty prepping the device or connecting the indeflator to the hub. As a result of the hub crack, the operator was unable to pull negative pressure and the device was removed from the pt without stent deployment.